Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed and reproduced while loading a set into the device. This condition was determined to have been caused by severed motor mount screws. The motor assembly was replaced.